Manufacturer narrative:
Two empty devices attached to drug vials were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The devices were removed from the drug vials to perform an evaluation on the needle. The needle showed no morphology that would contribute to fragmentation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring occurred during use of two (2) vial-mate adapters. This occurred when attaching the units to non-baxter vials of piperacillin/tazobactam. There was no patient involvement. No additional information is available.